Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure, a faradrive steerable sheath was selected for use. During procedure, the dilator was pulled out, and suction was performed, but the hemostasis valve was not functioning properly, and the condition where air is pulled out continuous to occur. Appearance of air was not observed if the hemostasis valve is pressed with a finger, so the surgeon considered that it might be a defect of the hemostasis valve. Abnormal bending at the sheath tip was also noted. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. Functional testing was performed, and the sheath was able to deflect and hold deflection. The valves were inspected using microscopy. No significant damage was noted as there were small tears by the center slit of the inner valve, however, the tears were not significant as the sheath was able to pass leak and aspiration testing. No abnormalities were observed. The reported event was not confirmed via laboratory analysis.

Event description:
During a procedure, a faradrive steerable sheath was selected for use. During procedure, the dilator was pulled out, and suction was performed, but the hemostasis valve was not functioning properly, and the condition where air is pulled out continuous to occur. Appearance of air was not observed if the hemostasis valve is pressed with a finger, so the surgeon considered that it might be a defect of the hemostasis valve. Abnormal bending at the sheath tip was also noted. The sheath was replaced, and procedure was completed without patient complications. The device was returned.